Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
It was reported that during the implant procedure, noise was observed on the electrogram. Another device was used. Patient was stable.